Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the physician suspected premature battery depletion on the implantable cardiac monitor. Review of the transmission revealed that the last connection was quite old, and the physician was unable to interrogate the device in person. No intervention was performed. No patient consequences.